Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. Additional information was requested and the following was obtained: what was the date of the procedure? (B)(6) 2017. On what anatomical area of the body was the cyst removal? Lesion skin buttocks. What tissue layer was the suture used on? Skin. Was the suture placed with interrupted suturing? Yes. What post -operative day was the suture post op breakage noted? 1. What medical/ surgical intervention was indicated for the post op breakage? Re-sutured (B)(6) 2017. Can you describe the appearance of the suture during the second procedure? Broken. Was the suture knots intact and the suture broke? Yes. Where was the suture breakage noted (ie knot, middle)? Middle. What are the patient age, gender and weight? (B)(6) female. What is the current condition of the patient? Stable.

Event description:
It was reported that a patient underwent a cyst excision procedure on (B)(6) 2017 and suture was used on the skin. The patient returned to the ER one day post op with broken sutures. An additional procedure was performed to re-suture the incision. Currently the patient is stable. Additional information was requested.